Manufacturer narrative:
Without a product return, no product evaluation can be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information are requested. Investigation still in progress conclusion not available yet . Device not returned as discarded.

Event description:
Per information received : surgeon describes implant "falling apart" after he took inserter off, while in the cervical vertebral body. Additional formation were requested . Investigation still in progress.

Event description:
Mobi-c p&f us : disassembly. It was a cervical two level surgery : c5-c7. It was reported on the zper on (B)(6) 2018 that the implant was falling apart after the surgeon took the inserter off, while in the cervical vertebral body. There was no patient impact or surgery delay . Procedure was completed with a device of the same size . Device was discarded and not returned for examination .

Manufacturer narrative:
Several attempts were made to the reporter to collect additional information on this event. Yet, no answer was received. Therefore, no additional information concerning the event was collected. The product was not returned to the manufacturer. It is reported on the zper that the implant was discarded at the hospital. Therefore, no product evaluation could be performed. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, given the limited amount of information received, the investigation found no evidence to indicate a device issue. Root cause: unknown with the most likely hypothesis of user error. If any additional information was received that may help to drawn a conclusion for this investigation, this case will be re-opened and re-evaluated.